Event description:
A medical center in (B)(6) reported that an iw910 mobile infant warmer had a broken heater case. The damaged case was observed prior to patient use.

Event description:
A report was received from the field indicating that during a preventive maintenance service call the asp field service engineer (fse) found oil mist emitting from the vacuum pump exhaust. There were no human reactions associated with this event.

Manufacturer narrative:
This is capital equipment and was evaluated at the customer's site. The fse replaced the oil mist filter and gaskets to repair the unit. The oil mist filter and gaskets will be returned to asp for evaluation. The customer informed the fse that the ethylene oxide (eto) alarm had been going off and wondered if it could be the sterrad, as he had noticed haze in the room while the unit was operating. No other issues related to the oil mist were reported.